Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that the handpiece started to smoke during use. There was no reported pt or user injury or delay in surgery. The account could not provide any additional detail.